Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the internal board of the video connector deteriorated due to the following causes: power operation when the video connector is wet, unplugging and plugging in the video connector while the power is on, scratches or dirt on the electrical contacts of the video system center or video connector, static electricity applied to the electrical contacts of the video connector, or incompatibility of reprocessing conditions such as autoclave. Alternatively, it is likely that the event occurred when the image sensor unit was damaged (disconnected) due to external stress such as handling. The detection method is described in chapter 3 preparation and inspection of the instruction manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. The device was not used in any procedure. Device reprocessing method is enzyme solution cleaning and plasma sterilization.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that there was intermittent screen blackout for the device. This is attributed to a faulty charge couple device (ccd) unit. Other observations for the device: light guide (lg) connector was missing; insertion tube was damaged; switch (sw) sw 1 did not work; endoeye flex position of the control section is offset; angles were insufficient; and lg tube is deformed.

Event description:
As reported for this event by the customer, the device yielded no image, only a screen blackout. Event did not occur during any procedure. There was no patient involvement.